Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, one undated x-ray photo was provided for review; however, it does not contribute to the root cause of the reported infection. Based on the limited information provided the clinical root cause for the reported infection could not be linked to the s+n devices used and are likely due to a post-surgical complication. There is no evidence to support that the smith and nephew device contributed to the reported infection. The future impact to the patient beyond the revision cannot be determined. Should additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a thr, performed on (B)(6) 2021, a revision surgery was performed on (B)(6) 2021 to explant the 20 degrees xlpe acet lneer36mm x 56mm ((B)(4)) and cocr 12/14 fem head 36mm +0 ((B)(4)) due to suspected infection. Patient was not harmed beyond the described event.